Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 02-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment : this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced extreme amounts of pain, hyperderminis supperive, endometriosis, tumors in her uterus, tumors in her ovaries, cysts on uterus, cysts on ovaries and extreme swelling of uterus were diagnosed. The event extreme amounts of pain is listed in the reference safety information for essure while the other events are unlisted. All events were considered serious due to their medical importance. It was reported that since essure placement, she experienced all these events. A hysterectomy was scheduled because of all these events and because of essure. Based on the nature of the event for extreme amounts of pain, a causal relationship with suspect insert cannot be excluded. With regards to the other events, based on the pathophysiology and considering that essure has a local action in fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident since a surgical intervention will be required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1004, awareness date 26-aug-2015). Case was received in united states on 29-aug-2015 and refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2006. Consumer reported that, since essure placement, she has been diagnosed with hyperderminis supperive, endometriosis, tumors and cysts on her uterus and ovaries, extreme swelling of her uterus and extreme amounts of pain. She is scheduled for a hysterectomy on (B)(6) 2015 because of all these issues and because of essure. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced extreme amounts of pain, hyperderminis supperive, endometriosis, tumors in her uterus, tumors in her ovaries, cysts on uterus, cysts on ovaries and extreme swelling of uterus were diagnosed. The event extreme amounts of pain is listed in the reference safety information for essure while the other events are unlisted. All events were considered serious due to their medical importance. It was reported that since essure placement, she experienced all these events. A hysterectomy was scheduled because of all these events and because of essure. Based on the nature of the event for extreme amounts of pain, a causal relationship with suspect insert cannot be excluded. With regards to the other events, based on the pathophysiology and considering that essure has a local action in fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident since a surgical intervention will be required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.